Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information. (B)(4).

Event description:
A surgeon reported a posterior capsule rupture with vitreous loss about 13 years following intraocular lens (iol) implant surgery. He stated the iol is subluxated. He reported the iol did not cause or contribute to the event. He stated he plans to exchange the iol. Additional information has been requested.